Event description:
The rptr, a diabetic pt for 26 years, claims to have made three trips to the emergency room recently because of low blood sugar. On one occasion, the pt claims to have been driving on the wrong side of the road because of low blood sugar. The pt stated that he was treated with glucose at the emergency room to raise his blood sugar, but treatment details and hospital laboratory results were not provided by the rptr. The pt claims that the suspect device read 150 units lower than another hand held monitor, and that his insulin intake was adjusted based on the results from the suspect device. No valid comparison data is available.

Manufacturer narrative:
Standard disclaimer on file.